Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that five years post index procedure that the patient had a type iii endoleak, separation and was treated with an aneurx stent graft. The devices that separated were the bifurcate and one of the limbs (limb unknown). Details of event are unknown. Two years later, the patient had a proximal type I endoleak and was treated with an endurant cuff. Details are unknown. Two years later, it was reported that the patient presented with back pain, a CT noted that there was a proximal type I endoleak and the aneurysm is now 12 cm in diameter. The patient remained in the hospital to be possibly treated with an endurant cuff if there was room. The case was scheduled for the afternoon. In the morning, the patient¿s aneurysm had ruptured. An angiogram revealed there was no room for an endurant cuff. The physician converted to open repair. The physician did not remove the aneurx stent graft or the endurant stent graft, but opened the graft and sutured in an aorto bi iliac graft. No additional clinical sequelae were reported and the patient is fine. A review of returned films post-implant revealed that the endurant cuff was positioned just below the renal arteries. The aneurx was approximately 2cm below the renal arteries. The ipsilateral limb was in the left iliac, crossing and twisting around the contra limb. Both limbs were patent. The aaa max diameter was 11.8cm. A proximal type I endoleak was seen; which may have been due to the short proximal neck. At the distal sac contrast was also seen coming from either the ipsilateral or contralateral limbs. This may be a distal type I or type iii endoleak; the exact type and cause could not be determined. Either or both endoleaks may have contributed to the aneurysm rupture.

Manufacturer narrative:
(B)(4). Evaluation, method: (film); evaluation, results: inherent risk of procedure (endoleak, aneurysm rupture), (lack of information, unknown cause of endoleak); evaluation, conclusion: inherent risk of procedure (endoleak, aneurysm rupture), (lack of information, unknown cause of endoleak).